Event description:
Cs25 circular used for coloproctostomy. Proximal doughnut incomplete. Anastomosis had leaks anteriorly upon inspection. Anastomosis was oversewn proximally by dr. Drain inserted by dr.